Event description:
Information provided states the iskd lengthener that was implanted stopped distracting during treatment. The iskd lengthener was removed and replaced with a new lengthener.

Manufacturer narrative:
The returned iskd lengthener was subjected to a visual examination. The unit was distracted out 25mm upon arrival for failure analysis. The unit was able to rotate and distract under hand manipulations. The unit was disassembled and the lead screw and nut were found to be torque tight. No discrepancies were noted in the visual inspection. The lengthener functioned as intended during failure analysis. The root cause of the stopped distraction could not be determined, although it is possible that other factors may have contributed to the resultant observation such as patient selection, patient compliance or surgical technique.